Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a breath delivery unit (bdu) reset error message. Although requested, information pertaining to the patient intervention (if any) and patient outcome (if applicable) has not been provided. The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident. The se replaced the bdu central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.